Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported sensing and helix anomalies experienced during the lead dislodgement could not be reproduced in the lab. The device was visually inspected and a mechanical/electrical test was conducted. There were no anomalies observed during these tests and the lead is found to be normal.

Event description:
It was reported that the left ventricle lead was dislodged. The physician explanted and replaced the lead.